Event description:
It was reported that the asymptomatic patient presented via merlin.net. Transmission revealed noise which caused auto mode switch episodes. The device was reprogrammed and the lead remained implanted.